Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges skin irritation and asthma. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. Customer contact information was unavailable to gather additional information for evaluation and investigation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported was being contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges skin irritation and asthma. Medical intervention was not specified. The device was evaluated by the manufacturer's product investigation laboratory (pil) and unable to reproduce allegation: no evidence of foam degradation. However, unit arrived at the pil/riql without an external battery pack and an sd card. Upon downloading the significant event logs from the unit, (as received) there are no event log entries associated with foam particulates in the therapy circuit aecm/blower/path, nor any sensor drifts noticed. Subsequently, long-term run-in operation and memory download of the unit yielded no faults associated with the unit. Any failed test steps are expected, due to unit disposition/equipment condition/use/or are not related to foam/uno. Unit provides appropriate therapy and there is no evidence of foam degradation. There are other faults worthy of mentioning: biological hair, indicative of a white cat fur clumped in the blower inlet are (internal.) See the attached photographic addendum for further evidence/test data/values.